Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022. The issue occurred with 2 same type infusion sets when prior to insertion when packaging first opened for all events. The blood glucose level of the patient at the time of event was 137 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.